Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the device displayed ventilator inoperable alarm. The fsr replaced the main board and that resolved the reported issue. After performing the operation verification procedure (ovp), the device was returned to the customer operating to service specifications. The suspect component (main board) has been received by carefusion and it is in process to be evaluated. A supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed ventilator inoperable alarm (vent-inop) upon start up. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was unable to verify the customer's reported issue. There is no event record of a ventilator inoperable (inop) fault. All transducers were successfully calibrated. The unit operated for 66 hours without fault. The unit passed all testing and met all carefusion manufacturer specifications.